Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified two curved opening, fold creases and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified two openings sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device.

Event description:
Patient reported left side rupture. Device has been explanted.